Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No missing segment or partial display anomaly or flickering display anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked lcd window, cracked case reservoir tube window corner, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are experiencing a partial display. Their blood glucose was unknown at the time of the incident but their most recent blood glucose was 116 mg/dl. They stated that, for about a week, the display screen would flicker and display only part of the screen for about one to two times daily. They had difficulties reading the screen. The insulin pump will be returned for analysis.